Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had damaged. The customer¿s blood glucose level was 452 mg/dl. The customer was treated with the pump. The customer also states at the top rim on the reservoir compartment, was cracked, took pump out of her pocket and the piece flew out. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked on display window, stained end cap sticker and minor scratches on display window noted.